Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 69-year-old male with acute myocardial infarction complicated by cardiogenic shock (pre-support scai shock stage d) was initially supported with an impella cp via percutaneous right femoral arterial access.. The device functioned as intended at p-5 providing 2.9 l/min of flow with a d5w sodium bicarbonate purge solution. Following transfer to the ICU, the patient developed bleeding from multiple sites, including the prior pa catheter site, impella access site, and peripheral IV sites, with an estimated blood loss of 0.5 l. The patient remained on antithrombotic therapy including aspirin, heparin, and cangrelor with ptt monitoring (value reported at 64.8), and heparin/cangrelor were not held. Two units of prbcs were administered for a hemoglobin of 5.4 g/dl, with stabilization to 7.7 g/dl. The impella cp was explanted and the patient survived. Subsequently, an impella 5.5 was implanted via surgical right axillary/subclavian arterial access and the patient remained on support at the time of reporting. The bleeding slowed with supportive care, and no underlying conditions contributing to the bleeding were identified. The bleeding in the setting of anticoagulation and antiplatelet therapy during impella support, with no evidence of device-related malfunction.

Manufacturer narrative:
D6b updated. The investigation is still ongoing.

Manufacturer narrative:
Corrected information provided in d3 (date old death).